Event description:
It was reported that during an implant procedure, the attempted implant of the left ventricular (lv) lead was unsuccessful due to difficulty with capture, high threshold and phrenic stimulation. The lv lead was removed, and a new lead was later implanted. No additional adverse patient effects were reported.